Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced pain, gallstones within hernia sac and small bowel obstruction. Post-operative patient treatment included small bowel resection and removal surgery. The patient has ongoing medical issues including the need for future medical treatment.